Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade unknown. Device has been explanted.

Event description:
Healthcare professional confirmed capsular contracture baker grade IV.